Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or at what point in the process the reported condition occurred. Review of the event history determined that a battery depleted alarm interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.08.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was evaluated on-site at the customer facility. The battery depleted alarm was caused by depleted batteries. The main batteries and the harness were replaced to correct this condition. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).